Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the device was interrogated and back-up mode was noted on the device. A device firmware download was performed, however the patient then became symptomatic. The device was interrogated once again and the device was pacing at a higher output than what was programmed. Technical support was contacted and the device was restored to normal function. The patient was stable following this event.